Event description:
Md using arrow international arterial line kit to place femoral arterial line in patient. Unable to pass catheter and decided to abort attempt. On withdrawal of catheter and introducer from patient, the spring-wire guide frayed into two pieces with one part retained in patient.